Event description:
Further investigation clarified the onset of the high impedance was on (B)(6) 2015 and the high impedance resolved on (B)(6) 2016. Attempts for additional relevant information have been unsuccessful to date.

Event description:
During an internal review of programming and diagnostic data, it was found that the vns patient's device was tested on (B)(6) 2015 and system mode diagnostic results revealed high impedance (>= 10000 ohms). The device was not disabled. New tests were run on (B)(6) 2016 and system diagnostics returned impedance results within normal limits with 2164 ohms. No patient adverse events were reported. No known surgical interventions were reported to date.

Event description:
Further information from the nurse indicated that the patient was initially implanted on (B)(6) 2011; then replaced on (B)(6) 2015 by a new device. It was reported that it's unlikely that any trauma or manipulation did occur that could have caused that high impedance.